Event description:
It was reported that a pt underwent a sling procedure in 2006. The pt did well for six weeks post-operatively, then complained of frequent dysuria. A urine culture was performed and the pt was given antibiotics and anti-colinergics, but she was no better. In 2007, a work up with urodynamics and cystoscopy in the office were performed and the surgeon noted an erosion of the mesh. A week later, a urethrolysis removal of the sling was completed in the operating room. The pt had a foley catheter in place which was scheduled to be removed the following month.

Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.